Event description:
Doctor was performing a circumcision when the gomco was clamped down and tightened. When she began to cut, the bell slipped off the body of the gomco and through the hole thus causing skin to tear and a large amount of bleeding was noted. Pressure and two silver nitrate sticks were used to stop bleeding. Patient was followed up with in doctor's office and appeared to be healing well. No problems anticipated.